Event description:
It was reported the patient was receiving a low battery flag. The physician replaced the ipg with a non-rechargeable ipg. It was reported the patient received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.